Manufacturer narrative:
(B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the doctor delivered the zma00 multifocal intraocular lens (iol) upside down or inverted into patient's eye using non-jnjsv (johnson & johnson surgical vision) loader/injector. Furthermore, patient had a capsular tear and vitrectomy. Through follow-up, patient was also experiencing visual acuity issues. The patient currently has a manifest refraction of -1.00 and bcdva (best corrected distance visual acuity) of 20/50. As a result, the doctor was planning to explant or exchange the lens. No additional information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
The intraocular lens (iol) was not returned at the manufacturing site as to date it remains implanted; therefore product testing could not be performed and the customer's reported complaint could not be verified. The manufacturing record could not be reviewed since the serial number is unknown. The labeling review was completed and revealed that the directions for use (dfu) provide the customer with proper usage instructions and guidelines. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.